Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an attempted implant the patient experienced dropping blood pressure and a pericardial effusion. The physician performed a pericardial synthesis. It was further reported that the right ventricular (rv) lead was repositioned due to dropping r-waves. The lead remains in use and no patient complications have been reported as a result of this event.